Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in good physical condition. Power cord was connected and the device was started. It was noted that a couple minutes into testing, pump was working slowly and it started to be a little noisy. Deice did jam and receive an over temperature alarm, confirming the reported customer complaint. Pump was changed, and device underwent additional eight hour functional testing-noted to be working properly. The problem source has been determined to be manufacturing.

Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - hl-90 hot temperature alarm displayed. This event occurred during a demonstration upon first use. No patient involvement.